Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to the inner tibial plateau collapsing after patient fell off a ladder. The tibia base plate and poly bearing were removed and replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "excessive activity, trauma and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02323/ 02324).